Manufacturer narrative:
Device evaluation summary: the fse reported tidal volumes were incorrect due to alarm limits setting issue. Resolution and disposition: the fse reported the high pressure alarm limit was increased to address the reported problem. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: n/a

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the tidal volumes are incorrect. The customer reported patient involvement and no patient harm. The ventilator was removed from the patient and the patient was placed on a different ventilator.